Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a vertical shape upon first inflation at 6 atmospheres for 4 seconds. The device was removed without problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.